Event description:
It was reported that 15 minutes into a procedure the lasso loop disappeared from the carto 3 display. The device was exchanged and the case resumed, however, the same issue reoccurred after 15 minutes of usage. The device was again exchanged and the case resumed successfully. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Two catheters were returned for this complaint. Upon visual inspection of the returned complaint catheters, catheter #1 (lot # 15357233l) showed electrode ring #20 was damaged with white residue underneath the ring on the distal side. Whereas catheter #2 (lot# 15341744l) showed electrode ring #1 was damaged with white foreign material stuck on the proximal side of the ring. Further information was requested in regards to the received catheter condition. Additional information provided stated that these catheters' conditions were not noted prior or after the catheter use. The physician was able to remove the catheters safely from the patient without any difficulties. The type and size of the sheath used in conjunction with the catheter were non-bwi sheaths (agilis and sl1 sheaths; size: both sheaths were 8.5 f; colors: sl1-white, agilis-grey). These returned catheters' conditions were also not noted by the sender. These conditions were not reported during the initial complaint. It was confirmed there was no patient injury reported related to this complaint. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on june 28, 2012, marking this date as the alert date for this report.

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on june 28, 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Analysis result of catheter #1 (lot# 15357233l): upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign material on the distal side underneath electrode ring #20. Due to the quantity/ mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. As this catheter was returned for lasso catheter disappearance from the carto 3 display, the returned catheter was tested for eeprom, carto and calibration functionalities. Carto function test revealed the device was not recognized by the system; however, some of the electrodes were displayed black as missing signal on these. Further investigation revealed that 3 electrical lead wires were broken inside the handle causing the improper condition. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint of the carto recognition issue was not confirmed, however, electrodes #6, 8, and 10 were not visualized due to electrical problem. The root cause of the damaged ring and the foreign material caught on underneath the ring is still unknown and currently still being investigated. Analysis result of catheter #2 (lot# 15341744l): upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign material on the proximal side underneath electrode ring #1. Due to the quantity/ mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. As this catheter was returned for lasso catheter disappearance from the carto 3 display, the returned catheter was tested for eeprom, carto and calibration functionalities. Carto function test revealed the device was not recognized by the system. Further examination showed the biosensor was internally damaged on x coil causing the improper condition. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaint condition was confirmed. However, the root cause of the damage to the ring and the foreign material caught on the ring is still being investigated.

Manufacturer narrative:
Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).